Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high lead impedance. Trauma could not be ruled out as a cause for the high impedance. Good faith attempts for additional info have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.